Event description:
A patient reported an issue with a pump button that needed to be pressed multiple times to respond. There was no adverse impact to the customer¿s blood glucose level. No additional actions were taken as the customer declined a follow-up and no further information was provided.